Event description:
Procedure type: lap chole. According to the reporter: after the second ligation, the instrument was jammed. The device jammed on tissue and was cut off.

Manufacturer narrative:
(B)(4).